Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 3.5x38mm resolute onyx rx coronary drug eluting stent was used to treat a lesion exhibiting 100% chronic total occlusion in the mid right coronary artery (rca). A 4.0x22mm resolute onyx rx coronary drug eluting stent was implanted in an unknown vessel. It was reported that the patient suffered acute stent thrombosis (0-24 hrs) post implantation of device. It was reported that a dissection occurred during stent implantation. The patient recovered.